Event description:
The manufacturer received information alleging a trilogy ev300 device failed system set-up, active exhalation control module (aecm) test. There was no allegation of patient harm. The device has not been returned for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.